Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The performed investigation has shown that the retaining pin for the bayonet coupling broke off. The investigation based on the manufacturer and material documentation showed that the present item fully corresponds to the specifications. No product failure could be ascertained.

Event description:
It was reported that the retaining pin broke off. This is report 1 of 1 for complaint (B)(4).